Event description:
It was reported that 6 months following a coronary drug eluting stenting treatment procedure, an aneurysm was detected at the level of the stented implantation. The lesion being treated was a tortuous, 70% proximal stenosis of the left anterior descending (lad) bifurcation involving the ostium of the 1st diagonal. In 2003, the pt had a taxus express2 3.0 x 20 mm drug eluting stent placed by a direct stenting technique with a double wire approach. The procedure was completed with a kissing balloon angioplasty technique using a size 3.0 in the lad and 2.5 in the 1st diagonal. In 2004, an angiogram confirmed an aneurysm, with a clepsydra shape and irregular margins, in the stented area. The vessel wall was irregular in the medium segment and regular in the distal segment with a good flow. The following month, using ivus, the aneurysm showed a calcium cap and regular wall thickness with correct expansion of the stent. No thrombus was present. The aneurysm is currently not treated. The pt's status is reported as "okay."